Event description:
It was reported that when attempting to deflate the balloon in order to remove the indwelling urethral catheter, the balloon deflated in such a way that a 'lip or ridge' was left around the catheter. This ridge made it difficult to remove the catheter from the patient and could make the procedure a bit more uncomfortable for the patient. No harm to patient besides mild discomfort.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect balloon design (balloon wall thickness excessive)". The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure. That all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when attempting to deflate the balloon in order to remove the indwelling urethral catheter, the balloon deflated in such a way that a 'lip or ridge' was left around the catheter. This ridge made it difficult to remove the catheter from the patient and could make the procedure a bit more uncomfortable for the patient. No harm to patient besides mild discomfort.